Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified signs of debris and significant wear from use about the implant threads. The implant is confirmed to be fractured at the collar. There is substantial presence of bone residue around the external threads and vent. DHR review was completed for the subject lot number 60750746. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st0820) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (60750746) for similar events and no other complaint was identified november post market trending was reviewed and there were no actionable events or corrective actions for the reported events (infection, bone loss & implant fracture) or product (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported implant fracture event was confirmed following evaluation of the returned product. The reported medical events could not be verified with the information provided. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. The patient also experienced perimplantitis. Tooth location 30.